Event description:
It was reported a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The lesion biopsied was basilar and peripheral segment and was close to the pleura. A cone beam spin with one needle pass was done. After this first needle pass, an alert on the screen indicated the anatomy order was not aligned with the plan point. According to the physician, the image with the anatomy borders created looked different than the plan point computer. The physician believed the error was significant enough that it may have contributed to the pneumothorax. The patient required a chest tube to resolve the pneumothorax. The patient was hospitalized for 1 day and was subsequently discharged home.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available. As of the date of this report, isi has not received any video(s) or image(s) associated with the reported event for evaluation. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for 1 day. The procedure was completed and the patient was discharged home. The cause of the complication is unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.